Manufacturer narrative:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021. The explanted lens was returned for evaluation. Visual inspection and optical testing of the returned lens confirmed the presence of an ambient zone on the lens, indicative of exposure of the lens to ambient uv light prior to lock in.

Event description:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021.

Manufacturer narrative:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was 10/14/2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned and is currently being evaluated.

Event description:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was 10/14/2021.